Manufacturer narrative:
The reported issue of failing display boards that were identified during preventative maintenance was confirmed during the investigation. The 13 received display board assemblies were noted to have been built in the year 2015 based on their serial numbers. The component u4 that displays the tenths place digit had dim segments with the ¿b¿ segment being the main segment failure. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported lvp display board failures during the facility's pm process. There was no patient involvement.